Event description:
At the end of the procedure, a burn hole was noticed on the drape. Further investigation indicated that a third degree burn had occurred to the upper thigh, measuring approx. 1/4" x 1/2". The burn is not believed to have been caused by inadvertent activation due to mechanical pressure on the pencil switch. No activation tones were heard from the generator.